Event description:
It is reported that: the patient began having pain in (B)(6) 2012. The pain is frequent and is located in the hip at the implant site and in the right buttock. The patient has trouble with weight bearing activity such as standing erect for extended periods and standing from a seated position.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.